Event description:
Same case as: 2134265-2014-01005. It was reported that burr did not stop to rotating after releasing the foot pedal. A rotablator console kit and dynaglide foot pedal were selected for a rotational atherectomy treatment procedure. During the preparation, a rotalink plus was connected to this device and the burr started to rotate; however, when the foot pedal was released, the burr continued to rotate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The burr continues to rotate after releasing foot pedal, was not confirmed. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. There was no evidence of a foot pedal failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-01005. It was reported that burr did not stop to rotating after releasing the foot pedal. A rotablator console kit and dynaglide foot pedal were selected for a rotational atherectomy treatment procedure. During the preparation, a rotalink plus was connected to this device and the burr started to rotate; however, when the foot pedal was released, the burr continued to rotate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.